Event description:
It was reported that a patient connected to the homechoice device before priming the patient line. The patient was connected at the time of the event. This occured prior to priming for peritoneal dialysis. The technical service representative advised the home patient that they need to start over with all new supplies. The technical service representative explained the proper priming procedures to the home patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient connecting to the patient line before priming the device is considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.